Event description:
Covidien barrx 360 express rfa balloon catheter provided one treatment then went into an "e73 catheter connection fault". This setup was totally reset with the e73 fault continuing to display. Local representative contacted/informed of issue. FDA safety report ID # (B)(4).